Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 230 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to rewind their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarms were noted. However, the drive support disk was found slightly loose. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.